Manufacturer narrative:
This device is used for therapeutic purposes. No known impact or consequence to patient. (B)(4). The findings of the product analysis found that "the insulation suffered an impact at its distal extremity. The electrical tests performed on this forceps failed and the insulation integrity is compromised. The impact highlighted is probably the consequence of a shock when entering the trocar or with another instrument." The most likely root cause of 'mishandling' is selected for the complaint as it appears that customer excessive handling of the instrument may have contributed to the observed failure.

Event description:
It was reported that the ¿black cover¿ was broken. It was determined that the insulation was compromised as a result of this damage.